Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction:insufficient blood sample applied to strip. Test strip-(B)(4). Manufacturer contacted customer with follow up phone calls for knowing customer's conditions; on (B)(6) 2016,customer reported had improved;no symptoms at the time of the call; on (B)(6) 2016 call, customer reported the new replacement resolved the initial concern of e-2 error;customer run a test and obtained result of 210 mg/dl non fasting; customer informed of his expected blood glucose result range of 90-130 fasting; customer did test at 8am with result of 117mg/dl; customer is comfortable with the new product glucose readings.

Event description:
Customer complaint of e-2 error message e-2 error occurred after blood sample applied to test strip. (B)(6) (friend) is calling on behalf of the customer. The customer feels dizzy during the call. Medical hospitalization is reported two days prior to the call on (B)(6) 2016 as a result of nose bleed and loss of consciousness before calling to complain about meter reading e-2. Customer's friend stated she was hypoglycemic at the time of hospitalization but was not sure what treatment besides IV fluids was given. No changes were made to her medications upon discharge from hospital. Blood test performed fasting during call on (B)(6) 2016 produced result of 270 mg/dl. The test strip lot manufacturer's expiration date is 9/23/2017.

Manufacturer narrative:
(B)(4). Product does not return for evaluation yet. Most likely underlying root cause of malfunction:insufficient blood sample applied to strip. (B)(4). Manufacturer contacted customer with follow up phone calls for knowing customer's conditions;on 11/22/2016,customer reported had improved;no symptoms at the time of the call;on 12/07/2016 call,customer reported the new replacement resolved the initial concern of e-2 error;customer run a test and obtained result of 210 mg/dl non fasting;customer informed of his expected blood glucose result range of 90-130 fasting;customer did test at 8am with result of 117mg/dl;customer is comfortable with the new product glucose readings.

Event description:
Costumer complaint of e-2 error message e-2 error occurred after blood sample applied to test strip. (B)(6) (friend) is calling on behalf of the customer. The customer feels dizzy during the call. Medical hospitalization is reported two days prior to the call on (B)(6) 2016 as a result of nose bleed and loss of consciousness before calling to complain about meter reading e-2. Customer's friend stated she was hypoglycemic at the time of hospitalization but was not sure what treatment besides IV fluids was given. No changes were made to her medications upon discharge from hospital. Blood test performed fasting during call on (B)(6) 2016 produced result of 270 mg/dl. The test strip lot manufacturer's expiration date is 9/23/2017.